Manufacturer narrative:
The issue resolved following a software reset performed by the customer biomed. A spacelabs field service engineer performed an investigation of the device and the logs were reviewed by spacelabs product specialists. The issue was confirmed and the display cables were replaced as a preventive measure. There has been no recurrence of this issue. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016, the display on all four screens on at the xhibit central station went black. Performing a software reset returned the display to normal operation. The event repeated after twenty minutes requiring another software reset to restore the display.